Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint confirmed that the battery has reached the end of its lifespan, battery was expired making it non reportable to the FDA.as a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field: d10, h6 (medical device ¿ problem code).

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the routine device check that the cs300 intra-aortic balloon pump(iabp) battery cannot be charged. There was no patient involved.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h11. Kindly disregard the previous rationale. After further review it was determined that the record is valid. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact number - (B)(6). Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e1(event site phone number).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, d8. H3, e1 (event site name, address, initial rep, telephone), e3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse confirmed the malfunction with battery charging. Fse replaced 2 batteries battery sealed lead acid 12v (d146-00-0039). It has been confirmed that the battery has reached the end of its lifespan and needs replacement. The equipment passed all performance and safety tests specified by the factory. The equipment has been delivered to customer and is ready for clinical use.